Event description:
It was reported that during a lap nissen procedure, the device quit working. After changing out cords first, still did not work. Opened second instrument and worked. No pt consequence.

Manufacturer narrative:
H.6.: code 400 = broken blade and detached clamp arm. Evaluation summary: the analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure." The device was also noted to have the clamp arm detached but present. The batch history records were reviewed with no anomalies noted during the mfg process.